Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05459, 3005099803-2009-05460 and 3005099803-2009-05461 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during an esophagogastroduodenoscopy (edg) in the duodenum, performed on (B)(6) 2009 (patients age has been reported as 50+). According to the complainant, during the procedure, they were using a side viewing duodenum scope and they had four clips that prematurely deployed going down the scope and the physician pulled each of them back out of the scope so they did not fully deploy. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis, however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).